Event description:
It was reported that an asahi x-treme pv guide wire was antegradely used to treat a heavily calcified lesion in the segment from the anterior tibial artery (ata) to an unspecified below knee (bk) artery during a plain old balloon angioplasty (poba). After the subject x-treme pv guide wire successfully crossed the lesion, the guide wire was trapped by the calcium and the coil segment was elongated during withdrawal for guide wire exchange. The polymer jacked was peeled and the guide wire was eventually fractured, leaving a wire fragment left in situ. Antegrade attempts with a snare were made to successfully remove the wire fragment. Prior to the successful antegrade removal attempt, removal attempts via distal puncture were also made with an asahi crosslead tracker guide wire. The crosslead tracker guide wire was advanced to the calcium and removal was attempted with the wire tip knuckled. In spite of multiple attempts, the tip of the crosslead tracker guide wire was trapped by the calcium and fractured. The wire fragment was too small to remove. The physician concluded that the fragment could be left in situ without possibility of causing health hazards. The intended procedure was continued to successfully achieve revascularization at the completion of the procedure. It was informed that there were no adverse patient effects caused by the reported event. The x-treme pv guide wire that was used for lesion crossing in this same case is being reported in MFR report #: 3003775027-2025-00225

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported x-treme pv guide wire including 2 wire fragments and the crosslead tracker guide wire were returned for investigation. The returned crosslead tracker guide wire was found with its outer coil together with polymer jacket and inner coil elongated from the mid solder (set at 40mm from the wire tip to fix the outer coil onto the core wire) for approximately 65mm and fractured. Polymer jacket was removed for observation. The core wire was found fractured at approximately 22mm distal to the mid solder. The inner coil was found entangled with the core wire proximal to the core wire fracture end and elongated together with the outer coil. Microscopic observation found that the fracture end of the core wire was necked, which was a trace of ductile fracture. Microscopic observation was performed for the elongated segment of the outer coil and inner coil. The distal end of the outer coil had traces of solder. Observation by scanning electron microscope (sem) found that the fracture end of the elongated outer coil was necked, which was a trace of ductile fracture. The distal end of the inner coil was found twisted, likely caused by accumulated torsion. Measurement of the returned crosslead tracker guide wire suggested that the outer coil was fractured proximal to the ball tip, the inner coil was fractured at approximately 13mm from the wire tip, and the core wire was fractured at approximately 18mm from the wire tip. The polymer jacket was, however, too severely damaged to identify whether any segment of the polymer jacket was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, iit was presumed that tension generated with guide wire manipulation while the very distal segment including the ball tip was stuck in the calcium might have been locally accumulated on the core wire, inner coil, and outer coil of the subject crosslead tracker guide wire. Consequently, the distal segment of the guide wire was stretched and fractured. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.